Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose. The blood glucose at the time of the incident was 131 mg/dl. The customer states they had a blank screen and a black circle. The customer states they felt they were going low, but they treated with food. Troubleshooting was not completed, because the customer declined. The device will not be returned for analysis.